Event description:
It was reported the patient is experiencing pain at the ipg site. The physician noted an edge of the ipg is at risk of breaking through the skin. Surgical intervention may occur in the future.

Event description:
Further follow-up indicates the patient had their ipg relocated, explanted and replaced. Issue resolved. Effective therapy has been restored.